Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an ovarian resection procedure, the duckbill valve fell into the patient when a device was inserted. As the duckbill valve was retrieved, no pieces were left inside the patient. Another device was used to complete the procedure. There were no adverse consequences for the patient.